Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative that he was in a case in which the delta screws would engage slightly but then fall off. After changing lots, there were no further issues. There was only a slight delay in surgery and no adverse consequences to report.